Event description:
It was reported that the device would not recognize the cassette and would exhibit an alarm for cassette connected incorrectly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B5: it was reported that there was no patient involvement, no patient injury was reported.